Manufacturer narrative:
A ge representative evaluated the system and replaced the aspect box. System operates as intended. (B) (4).

Event description:
Customer reported lines on the monitor at boot up. No pt injury was reported.